Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement and no patient harm/no adverse event reported.

Manufacturer narrative:
B3: event date is unknown. Device evaluation: one device was received. A visual inspection found a scratched lcd lens, damaged battery door, peeled dso seal, and bad latch handle. No evidence of the customer reported issue was found during a review of the event history log. During the functional testing, the reported issue was unable to be duplicated. No problem was found. Standard preventative maintenance was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.